Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. The device was not returned. Visual analysis of the returned sample determined that one ecr60b reload was received fully fired, with the pan detached from the reload. In addition, some drivers missing. No functional test was performed due to the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a colectomy, cartridge pan came off inside the jaw when taking out the ecr60b from the pcee60a. Another pcee60a was used to complete the case. There were no adverse consequences to the patient. No further information is available.